Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to noise. High threshold was also noted. Externalized conductors were observed on fluoroscopy. Lead was capped and replaced without complication. Patients condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).